Manufacturer narrative:
Hamilton medical ag case number: (B)(4). Hamilton medical ag comes to the conclusion: root cause: leak in pressure sensor assembly. Correction: replace the pressure sensor assembly. Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information as requested.

Event description:
The following was reported to hamilton medical ag: summary: during service software : pressure sensor assembly test fails. No patient harm reported.

Manufacturer narrative:
Hamilton medical ag case number: (B)(4). Hamilton medical ag comes to the conclusion: root cause: leak in pressure sensor assembly. Correction: replace the pressure sensor assembly.

Event description:
The following was reported to hamilton medical ag: summary: during service software : pressure sensor assembly test fails. No patient harm reported.